Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. Product was returned for evaluation. Console inspected and evaluated on an engineering lab bench. The console was found to be within spec. According to pm ((B)(6)) 12 procedure. Purge pressure low issue was not reproducible during investigation.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that during preparation of an impella cp device, the automated impella controller (aic) did not prime the purge tubing. The user facility used a backup aic.